Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/04/2015.

Event description:
According to the reporter, the balloon exploded when using it inside the patient. Additional information requested but not yet received.